Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, the tubing fell from a supply bag and disconnected. Gts assisted the home patient (hp) with ending therapy, the hp will restart with new supplies. Gts explained to the hp to make sure that the hc drains during the initial drain. No injury or medical intervention was reported. There is no additional available.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.